Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Additional information: a sample was not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined.

Event description:
A customer reported a medwatch report to the FDA in which the FDA then contacted baxter product surveillance of a clearlink blood set tubing that broke at the point where it gets thinner under the filter. The tubing was clamped and being removed from the pump when it broke and bloody saline spilled all over the employee. It was not cut or handled roughly. This condition occurred during an infusion. There was no patient injury or medical intervention reported. No additional information is available.